Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6) hospital; reported here as initial reporter facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stenosis dilation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the balloon ruptured. It was reported that there was a stapler at the inflation site. The procedure was completed with a second cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6) hospital; reported here as initial reporter facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual, functional, and microscopic evaluation found the balloon had a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of balloon burst could not be confirmed. The returned device had a longitudinal tear and could have been interpreted by the customer as the reported event of balloon burst. It is likely the longitudinal tear occurred due to factors encountered during the procedure; it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of sharp surface during or previous to the procedure could create friction on the balloon, causing the longitudinal tear during the procedure. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stenosis dilation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the balloon ruptured. It was reported that there was a stapler at the inflation site. The procedure was completed with a second cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.